Event description:
During evaluation of a returned solution or blood administration set, in was discovered that the set had its tubing sealed by the packaging machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection revealed that the set¿s tubing was sealed by the packaging machine. Further visual inspection noted missing seal marks on the pouch. The cause of the malformed set was a malfunction in the manual packaging of the set where the protruding tube would get caught in the seal. A CAPA has been opened to address this issue. Awareness training was provided to the machine operators and 100% visual inspection was implemented during the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.